Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 5, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had read inaccurately high. Approx five days earlier, the pt performed a meter-to other meter comparison at an unspecified time. The pt reported blood glucose results of "168 mg/dl" with a lifescan meter and "80 mg/dl" on another meter, performed with in 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. Her "lantus" insulin regimen consists of taking 10 units at 9:00 pm if her blood glucose is over "100 mg/dl". She does not take "lantus" insulin if her blood glucose is less than "100 mg/dl." Since the pt obtained the meter result of "168 mg/dl" on the reported meter, she took the prescribed dose of 10 units "lantus" insulin. At an unspecified time during the middle of the night, the pt tested her blood glucose again and obtained a result of "30 mg/dl" on the reported meter. The pt was asymptomatic at the time. It is not clear why she woke up and tested her blood glucose at this time. She administered self-care by taking glucose tablets to raise her blood glucose. The pt testes her blood glucose 2-3 times a day. She takes 2 pills of "glucovance" twice a day. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter was coded properly and the test strips were in good condition. The meter, test strips and control solution were replaced. It would have been helpful to know the following info: what time the reported meter results were obtained, if she ate dinner or a snack on the night of the event, what time she ate dinner or took the snack, and if she tested her blood glucose after consuming the glucose tablets. In addition, it would have been helpful to know what the pt's normal/expected blood glucose results are in the evening and if the pt usually has hypoglycemic symptoms at a blood glucose level of "30 mg/dl." Finally, it would have been helpful to know how frequently the pt takes her lantus dose. This complaint is being reported due to the following conclusion: the pt alleged that she suffered a hypoglycemic episode after taking a dose of insulin based on her meter's reading. The pt reportedly obtained a meter reading of "30 mg/dl" after taking the insulin.